Event description:
It was reported one year post implant a realize adjustable band, the band was explanted due to band erosion. The patient presented with dysphagia and discomfort in the chest area. An x-ray revealed band erosion. Both the band and port were removed. The patient had approximately 4cc in the band when it was removed. The patient may have had 1-2 adjustments since the band was implanted. The patient had a gall bladder procedure six weeks prior to the erosion. The patient was fine before the gall bladder procedure. After it was removed, the patient started having the dysphagia and chest discomfort.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.